Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Received (3) photo samples. The first photo was a top view of the three way catheter with return syringe. The second photo was a zoomed in view of the tip of the catheter with partially inflated balloon. The third photo was of the inflation cap with batch # ngjn3682. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution using the returned syringe and the balloon rested with no leaks noted. Attempted to deflate balloon passively and no solution could be withdrawn. Attempted to deflate balloon passively using in-house luer lock syringe and only 1 ml could be withdrawn. The returned inflation valve was replaced with an in-house valve and deflation was reattempted. Using the returned syringe and in-house syringe with the in-house inflation valve, the balloon still could not be deflated. Dissected the balloon and found that the notch was not perforated completely and felt flat as if there was no notch at all. Based on physical sample received the product does not meet specifications according to ip7601841 rev 11 which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test in the operating room, when sterile water was poured into the foley catheter, it did not come out.

Manufacturer narrative:
The initial reporter facility name is (B)(6) hospital. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test in the operating room, when sterile water was poured into the foley catheter, it did not come out.